Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Rob1352 - mps reported arm shaking when taking both sawblade checkpoints, in haptics, and during 'bone prep.'

Manufacturer narrative:
Reported event: mps reported arm shaking when taking both sawblade checkpoints, in haptics, and during 'bone prep.'. Method & results: -product evaluation and results: the field service engineer reported: problem reproduced? Yes; trouble shooting notes: none. Work performed: mps reported arm shaking when taking both sawblade checkpoints, in haptics, and during "bone preparation". During investigation, found that both j5 & j6 joint transmission cables were loose and out of spec while running transmission check. Re-torqued both j5 & j6 transmission cables to spec. After retorquing both j5 & j6 transmission cables, performed a saw bone test with the system. During saw bone test, there were no vibrations in the arm nor while in haptics performing ghost cuts with the robotic arm. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Visual inspection confirms the fisso arm has broken off and has been attached to the rio base array, see attached image. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob1352 was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: rob1352 shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Rob1352 - mps reported arm shaking when taking both sawblade checkpoints, in haptics, and during 'bone prep.'